Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated. The patient underwent a revision procedure wherein the ipg was repositioned to a new pocket site and remains implanted in the patient body. The patient was doing well postoperatively.